Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of incontinence is a known risk associated with implant of these devices as indicated in the instructions for use.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to recurrent incontinence. The cuff was removed and replaced. There were no patient complications.